Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose readings of over 600 mg/dl and diabetes ketoacidosis. Customer reported symptoms of vomiting, diarrhea, and extreme pain and having difficulty breathing prior to the hospitalization. It was noted that the customer was kept in the intensive care unit for three days and then released. Customer also mentioned that the sensor reading was off by nearly 100 points. No further information reported.